Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are also unable to confirm the bent cannula. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Additionally, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred; the cannula was visible but appeared bent. The pod was worn for less than one hour and patient reported a blood glucose level of 250 mg/dl.